Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent vertebral column resection (vcr) surgery at l1-l5 (obelisk(non-mdt cage) was used at l3, pedicle screw was used at l5 2above-2below) on (B)(6) 2011. The patient reportedly had kidney cancer. Post-op, rods on both sides were broken. Patient was emergency hospitalized because the obelisk broke l4 vertebral body. Revision surgery was performed due to paralysis was caused by instability of vertebral body. The surgical time was extended more than 60 mins. No problem with the screws reason for the revision surgery:replacement of the rod. Doctor's comment:it is unknown which happened first, rod broken or fracture.